Event description:
It was reported that the right ventricular lead was replaced due to high impedance of greater than 200 ohms. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient was seen for an urgent office visit and there was low lead impedance consistent with an insulation break. When the lead was replaced approximately one week later, there was high lead impedance of greater than 4000 ohms and a suspected lead fracture.

Manufacturer narrative:
Other : it was reported that the right ventricular lead was replaced due to high impedance of greater than 200 ohms. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient was seen for an urgent office visit and there was low lead impedance consistent with an insulation break. When the lead was replaced approximately one week later, there was high lead impedance of greater than 4000 ohms and a suspected lead fracture. No conclusion can be drawn impedance, high insulation, hole(s) in lead(s), fracture of impedance, low.